Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and there was no lot information. We were not able to perform device history record review in this case. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a trained physician attempted an arteriotomy closure using a starclose device during an unknown procedure, a hard stick was experienced. Although, hemostasis was achieved with the starclose, the locator wings were open when the device was removed and one wing was damaged because of the difficulty in removing the device after the clip was deployed. No patient injury or effect was reported. No additional information available.